Manufacturer narrative:
The product was returned to kerr corporation for evaluation and met specifications for adhesive strength. A review of the manufacturing records indicated that there were no non-conformances or variances during the manufacturing process. In addition, a review of complaint database trending showed that no similar complaints were received. These investigation results have led to the conclusion that the alleged debonds were isolated incidents and were not the result of a product failure. The doctor's office was unable to provide information on the current heath condition of the affected patients. They did disclose that maxcem elite was used to recement the crowns without further incident; however it was unknown whether or not the same lot of maxcem elite was used.

Event description:
On (B)(6) 2011, a doctor alleged that three patients experienced the debonding of crowns approximately (B)(6) after placement with maxcem elite. This MDR is the second of three reports.